Event description:
It was reported that the insulin gauge was inaccurate. Replacement pump was sent to customer to resolve the issue. There was no adverse impact to the customer's blood glucose level. Issue, which the caller acknowledged.